Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cut/puncture holes in the neck insulation, dried blood/body fluid noted in the helix housing and past the neck region, an extended/stretched helix and set screw marks on the is-1 terminal pin. Testing was completed to assess the leads electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the attempted implant this lead exhibited poor sensing. Repositioning was unable to rectify the observed values and the lead was removed and replaced in absence of any adverse effects. The attempted implant product was returned for analysis.